Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us, but is similar to the powerport slim implantable port, chronoflex single-lumen, kit, 6f products that are cleared in the us. The pro code and 510k number for the powerport slim implantable port, chronoflex single-lumen, kit, 6f products are identified in d2 and g4. As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent a port placement procedure using the powerport slim implantable port. Post procedure on (B)(6) 2025 it was reported that, during port removal backflow could not be cleared, and upon removal, a crack was observed in the catheter. The procedure was completed using another device. Further, pain, swelling and fluid leak was reported. Current status of patient is unknown.

Event description:
A patient underwent a port placement procedure using the powerport slim implantable port. Post procedure on (B)(6) 2025 it was reported that, during port removal backflow could not be cleared, and upon removal, a crack was observed in the catheter. The procedure was completed using another device. Further, pain, swelling and fluid leak was reported. Current status of patient is unknown.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us, but is similar to the powerport slim implantable port, chronoflex single-lumen, kit, 6f products that are cleared in the us. The pro code and 510k number for the powerport slim implantable port, chronoflex single-lumen, kit, 6f products are identified in d2 and g4. Manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one powerport slim implantable port with an attached catheter were returned for evaluation. Gross, visual, microscopic visual, tactile and functional evaluations were performed. A partial circumferential break was noted from the distal end of the cath-lock. The edges break on the attached catheter were noted to be jagged and surface was noted to be smooth and granular. Catheter wear was noted throughout the proximal portion of the attached catheter. Upon infusion, a leak was observed from the partial circumferential break from catheter. Aspiration was attempted and was unsuccessful. Suction and flushing issues occurred due to partial break. Therefore, the investigation is confirmed for the reported catheter break, leak, flushing and suction difficulty and identified wear and deformation issues. Although a definitive root cause could not be determined, the fracture is typical of flexural fatigue, which is due to the repetitive, cyclic kinking of the catheter. Such kinking may have physiological, placement, usage or mechanical contributing factors. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (device, component, method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.